Event description:
It was reported that shaft break occurred. A 3.75mm x 15mm quantum maverick balloon catheter was selected for use; however, the device got fractured, and the balloon did not detach from the shaft. The device was replaced, and another balloon was used to complete the procedure. The device was removed completely as a whole. The patient condition was good post-procedure.

Manufacturer narrative:
E1: (B)(6).